Event description:
On (B)(6)2008, the patient was implanted with an scs system. The patient has fallen multiple times. When he tried to charge on (B)(6)2010, the ipg started to heat up after about 10 minutes of charging. This has never happened before. The charger still seems to be working fine and the patient still has stimulation. The heating only occurs when trying to charge the ipg. The charger itself has not been dropped or exposed to water/harsh environment. A replacement charger was sent to the patient but the ipg was still heating when using the new unit. The representative met with the patient on (B)(6)2010 and he performed some reprogramming to improve the patient's coverage. The patient has never lost stimulation and although the patient still experiences heating while charging, it is just a minor discomfort. No explant or further action is expected at this time.

Manufacturer narrative:
Evaluation - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.